Event description:
It was reported via repair work order that both head end side rails were intentionally damaged and stuck down by a patient due to bent timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.